Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. Urine just poured out of the patient. This past tuesday the patient went to the hospital because of urine flowing. The device had been in 3 years but in the last year did not work at all. The patient's husband had replaced the batteries but he was not able to use the remote either the last couple times when trying to program. It just showed the on screen. The remote was working one month ago. While on the phone they were able to connect and was feeling the stimulation and would monitor from here. The patient did not have the device on and they were not sure how long it had been off. They turned it back on and increased stimulation. The patient was feeling the stimulation ok. The incontinence issues started in 2015, programmer issues started in (B)(6) 2016, and no stimulation since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.